Event description:
On 10/10/2025, a sales representative reported via (B)(4) that an ar-7221 fiberwire #2-0 and an ar-2324pslc peek swivelock c suture anchor came out of the hole. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/15/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and/or incorrect surgical technique. The complaint allegation was confirmed after evaluating the customer's attached picture, which showed the device displayed with the anchor, eyelet, and suture disassembled, with apparent damage to the anchor and eyelet.